Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer had a defective infusion set and ended up in the hospital for diabetic ketoacidosis. Customer's blood glucose was 940 mg/dl and the incident date was (B)(6) 2016.